Manufacturer narrative:
Product ID mc1vr01-delsys; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), a perforation occurred, and the patient¿s blood pressure dropped. A large pericardial effusion and tamponade were verified on echocardiogram. A sternotomy and pericardiocentesis were performed to fix the hole in the right ventricular apex; the ipg was removed. The following day, the patient was stable and recovering. No further patient complications have been reported as a result of this event.